Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been installed based upon the reported info.

Event description:
This is the second of two reports involving the 1104bt: intracranial pressure/temperature monitoring kit (same pt, product catalog number, and user facility). This report is in regards to the second 1104bt catheter used. It was reported that the first catheter used was zeroed and placed with good waveforms. The intracranial pressure (icp) was about 15. Then the icp reading went to the negative numbers within a few hours. The first catheter was removed, discarded, and replaced with a second 1104bt catheter. This second catheter had the same problems and results as the first catheter. The second catheter was removed. It was reported that this "pt was from about a month ago." Add'l clinical info has been requested. Cross referenced to MFR report number: 2023988-2011-00057